Event description:
Pt as admitted to hospital with klebsiella meningitis with history of status post resection of chordoma nad diabetes insipidus. While in the hospital an attempt was made by a qualified rn to insert a PICC line in the left antecubiatal space. In the process of insertion, the line coiled back on itself and caused a knot to form. The PICC line could not be removed at that time. Removal of the PICC line required surgical intervention.